Manufacturer narrative:
(Report 2 of 4). Manufacturing and inspection records were reviewed, and no anomalies were found. The returned t8 stick fit hexalobe driver (part number 80-0759, batch numbers 582977 and 600699), acu-loc® 2 vdr prox plt, std, r (part number 70-0351, batch number 555014), and the 2.7 x 15mm l low profile hexalobe screw (part number 3040-23015, batch number 533808) were examined visually under magnification. The broken driver tips were also returned. The broken drivers measured 3.34" long (batch number 600699) and 3.342" long (batch number 582977) indicating that the fractures occurred approximately .04" and .038" inches from the end of the drivers. Additionally, the remaining visible hexalobe ridges on the broken tip portion were twisted and the fractured angle was approximately 45 degrees, indicating a torsional fracture. The returned screw had visible damage to the hexalobe recess, where the material was deformed and flattened. The plate showed small signs of damage, with scratches and dents on both the top and bottom surfaces of the plate. The returned product description indicated the driver was damaged during removal. During screw removal the amount of bone growth and adherence to the screw, and improper surgical technique could be contributing factors to excessive torsional force which can cause the twisting and hexalobe tip fracture observed. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10. Investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
Per information received, it was indicated the devices were available for evaluation; however, the results of the investigation are inconclusive as the devices were not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.

Event description:
(Report 2 of 4). It was reported during removal surgery that the surgeon broke two driver tips. Information on the date of the first surgery was not available. It was also reported the 2.7mm low-profile hexalobe locking screw and plate are sticking together. The surgery was completed after a 20-minute delay. No other adverse patient consequences were reported. There are 4 related report numbers for this event 3025141-2024-00625 - 3025141-2024-00628.